Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity outside normal use. On testing, an ez-carb bolus was performed and the pump correctly calculated the bolus. A normal 10 unit bolus and a 10 unit audio bolus was performed successfully and accurately recorded in the pump history. Testing of the keypad revealed that all the keypad buttons were normally responsive with no hypersensitive buttons. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation did not reveal any defects or malfunctions and was unable confirm or duplicate the complaint.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was not calculating the ezcarb bolus correctly. The patient reported eating 70 grams of carbohydrate, input a blood glucose of 6.5 mmol/l; the pump settings showed insulin to carbohydrate of 1unit:7grams from 6:00 am to 8:30 pm and 1unit:16grams at all other times. The patient reported that the pump was recommending 23.35 units to correct for the carbohydrate, 0.0 units for the blood glucose, and 0.0 units in the insulin on board. Customer support advised the patient not to use the pump calculation if it is suspected to be incorrect. This report is made based on the allegation of an incorrect bolus calculation.